Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler would not release the tissue appropriately. A sureform 60 blue reload was also returned. The procedure was completed with no reported injury.

Manufacturer narrative:
The sureform 60 blue reload has been evaluated by the failure analysis (fa) team. The reload was found to have lodged staples wedged in between the reload in front of the exposed knife. Visual inspection confirms there are 2 lodged staple(s) ahead of the blade stopping point, which can prevent the blade from progressing through the full firing trajectory. There was also cartridge damage and blade damage to the knife observed. The event caused partially or wholly by the user of the device including sample handling. Additional finding that related to the customer complaint: the reload was found to have cartridge damage. A piece of the cartridge was found wedged in between the reload in front of the exposed knife, causing it to jam. The piece was removed from in between the reload and the shuttle was fully deployed. The knife was inspected and there were indentations found. Potential fragments are missing. The event caused partially or wholly by the user of the device including sample handling. The reload was returned with RMA 330458960010 sureform 60 stapler. The reload blade was found to have mechanical indentations. The reload cover was removed, the shuttle was pulled forward to allow access to the knife, and the knife was inspected. Damage was found to the blade. There was cartridge damage observed. The event caused partially or wholly by the user of the device including sample handling.